Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump would not download at doctor's office. The doctor informed customer's mother to call in and get the device replaced. Customer's blood glucose was unknown. Customer's mother stated she had previously called in and a replacement cap was sent. Now the device would not download. Previously it would shutoff and had issues with battery alarms. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-27221.